Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter backs out of vein. (B)(6) 2024 daily administration of intravenous fluid therapy to patients, indwelling needles generally begin to fall out in 2 to 3 days, shorter than other types of indwelling needles, and need to be replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.